Event description:
It was reported that an occlusion alarms occurred. The customer's blood glucose level ranged from 280-300 mg/dl. Reportedly, the customer cleared the alarm to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.